Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 298 units of insulin during the load sequence. Additionally, the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. The customers blood glucose level was 294 mg/dl. A new cartridge was loaded to resolve the issues.